Event description:
In 2008, a clinical incident involving a super turbovac was reported to arthrocare corporation. The reported incident involved a shoulder arthroscopy procedure in which the patient sustained a burn located at point of entry at the portal. Size and severity of burn was not provided. Treatment details were also not provided.

Manufacturer narrative:
From section a: arthrocare has attempted to contact the user facility to obtain the patient info. The user facility has not responded to requests for patient info. Arthrocare has attempted to contact the user facility to obtain the size and severity of patient burn and treatment details. The user facility has not responded to requests for injury and treatment information. The device was returned for investigation. A visual inspection and functional test of the device was performed. The tests confirmed a short was found at the distal end of the device inside the shaft. It was concluded the short at the distal end of the device is not related to the patient portal burn. Based on the investigation of the device and info provided for this report, the root cause of the patient burn could not be determined.